Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the monitors are blanking out. No patient injury was reported.